Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly/motor noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit had cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive after exposure to water. Blood glucose level at the time of the incident was 57 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.